Event description:
On (B)(6) 2019, a mitroflow cna19 was implanted in aortic position; the patient has also received a competitor's valve in the mitral position. The manufacturer was informed that the device was explanted on (B)(6) 2020 due increase in pressure difference. At the time of the re-intervention, when the aorta was opened, the stent post of crown cna19 valve was found fallen inward and the valve itself had twisted resulting in stenosis. The patient ultimately received a perceval pvs21.

Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer for investigation. After decontamination, the prosthesis was visually inspected and appeared deformed. The stent was then removed from pericardium tissue and it was visually inspected to confirm its integrity. After removal from the pericardium and dacron, the inspection performed on the stent confirmed the absence of breaks despite a significant deformation. A dimensional and geometrical analysis was conducted by means of profile projector in order to verify and document the shape and dimension of the deformity. The visual inspection performed confirmed the absence of pre-existing manufacturing defects or structural breakage. Based on the performed analysis, the cause of the stent deformation can be reasonably associated to a mishandling ¿ a squeeze of the post I and iii of the prosthesis, in radial direction and to the center of the valve ¿ that occurred at the time of the implant procedure. This manipulation resulted in a permanent deformation that compromised the correct kinematic behavior of the prosthesis.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna19, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release.